Event description:
The right sfa / poplitieal was accessed via left femoral approach with a 6f sheath and .018 wire. A5 x 120 and a 6 x 200 everflex stents were deployed in the proximal popliteal and distal / mid sfa uneventfully. Upon removal of the second stents delivery system (the 6 x 200) a "give" was felt as device was coming through the sheath. The delivery system was examined and it was identified that the delivery device's distal nosecone was missing. Upon fluoroscopic investigation the nosecone was found in the distal end of the sheath still on the wire. After a long period of trying to snare and capture the nosecone it was decided to push the nosecone into the proximal sfa were an addition stent was needed anyhow. The nosecone is now implanted in between the stent and the vessel wall.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the everflex self-expanding peripheral stent system was received for evaluation with a 6f sheath. No additional ancillary devices or cine images from the procedure were received. Dry sanguine material was present on the exterior surfaces of the stent delivery system, (sds). A kink in the catheter just distal to the distal end of the stainless steel hypotube was noted. The sds was received with the deployment handles in a deployed position: distal and proximal deployment paddles in close proximity to each other. The distal subassembly was not returned and the center lumen was severed proximal to the retainer.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.